Event description:
During pt treatment, the 3100a's mean airway pressure fluctuated, then decreased to almost zero, followed by the oscillator stopping with alarms activated. The pt was hand-ventilated wile the 3100a was being restarted. Later, the pt was placed on another 3100a as a precaution. The pt was not compromised.